Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) is suspected to have inappropriately recorded mode switching during atrial capture management/ventricular capture management. It was also reported that the right ventricular (rv) lead exhibited increasing thresholds and no capture. The ipg and the rv lead remain in use. No patient complications have been reported as a result of this event.